Event description:
Patient presented to the physician with pain and swelling at the ipg site. Physician admitted patient to the emergency room and ordered a CT scan which confirmed a hematoma. Physician brought the patient into the operating room and successfully drained the hematoma. This resolved the issue.